Manufacturer narrative:
(B)(4).

Event description:
An alarm was heard. The pump logs confirmed a non-critical pump memory error was occurring. No medical or therapy issues were reported. The hcp had difficulties updating the pump. Electromagnetic interference was ruled out. The hcp discussed programming a bridge bolus after therapy stop with a technical service representative. The hcp was able to update the pump with old drug information, program a concentration change, and provide a bridge bolus successfully. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.